Manufacturer narrative:
G4: premarket / 510(k) #: k173820, k213593. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that catheter issue occurred. The opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter tip broke while attempting an intravascular ultrasound imaging run. The device was removed in one piece, and an alternative device was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that catheter issue occurred. The opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter tip broke while attempting an intravascular ultrasound imaging run. The device was removed in one piece, and an alternative device was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
G4: premarket / 510(k) #: k173820, k213593. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed the sheath assembly was kinked. Microscopic inspection showed the guidewire exit port, and the distal section of the tip were in good condition.